Event description:
A report was received that the patient underwent an explant procedure due to discomfort at the pocket site. The patient's entire system was explanted and the patient is reportedly doing well.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model # sc-2218-50 serial # (B)(4) description: linear st lead with preloaded enhanced stylet - 50 cm the explanted devices were not returned to bsn as they were discarded by the medical facility.